Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva¿ diffusics¿ closed IV catheter system 22 ga 1.00 in the needle detached from the safety mechanism during use. There was no report of patient impact. The following information was provided by the initial reporter: -# of occurrences - 1 material # 383591 lot # 1179378. Date of incident: (B)(6) 2021. During peripheral IV insertion (arm)- when sliding stylet out, gray and white pod disconnected. IV kit sequestered. No negative effect to patient. IV established without difficulty.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva¿ diffusics¿ closed IV catheter system 22 ga 1.00 in the needle detached from the safety mechanism during use. There was no report of patient impact. The following information was provided by the initial reporter: -# of occurrences - 1 material # 383591 lot # 1179378. Date of incident: (B)(6) 2021. During peripheral IV insertion (arm)- when sliding stylet out, gray and white pod disconnected. IV kit sequestered. No negative effect to patient. IV established without difficulty.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the 1 sample submitted for evaluation. The reported issue was confirmed upon inspection of the sample. Bd determined that the cause of the failure was related to our manufacturing process. Bd is unable to determine the exact root cause, but the suspected causes are that the retainer washer used in the assembly was out of spec, or the incorrect washer was used during assembly. Since the sample was returned without the retainer washer, the exact root cause could not be determined. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd nexiva¿ diffusics¿ closed IV catheter system 22 ga 1.00 in the needle detached from the safety mechanism during use. There was no report of patient impact. The following information was provided by the initial reporter: # of occurrences - 1; material # 383591; lot # 1179378. Date of incident: (B)(6) 2021. During peripheral IV insertion (arm): when sliding stylet out, gray and white pod disconnected. IV kit sequestered. No negative effect to patient. IV established without difficulty.